Event description:
This procedure was part of create pas. The cas procedure was performed on (B)(6) 2012. On (B)(6) 2012 the patient experienced a myocardial infarction (mi). The symptoms resolved by (B)(6) 2012. Per the clinical events committee review this adverse event is related to the index procedure but not the spiderfx and protege rx. Please reference MDR 2183870-2013-00009 for the spiderfx used in the procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.